Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of the mid to distal rca. The device was unable to pass the lesion. To prevent damage to the distal tip of the device, the use of the device was discontinued. After re-dilatation, an orsiro mission 3.0/35 was used to complete the procedure.